Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
During a transfer, the rising ladder broke. No patient injury reported.

Manufacturer narrative:
The internal investigation indicates that the event was most likely caused by using a recalled product in the filed. The customer located outside of united states in a foreign country did not respond to the recall notification and continued to use the product. After the incident the customer was informed to remove the product from use. Handicare ab as a manufacturer sees no further actions, but will contune to monitor this type of incidents.